Event description:
It was that the patient was having side effects and poor response to the device so was hoping to have the generator removed. They also want the lead removed so the patient could have an MRI. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.